Manufacturer narrative:
The reported events were dislodgment, high lead impedance, and inadequate capture. A complete lead was returned for analysis. All four tines were intact. The reported events of high lead impedance, and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented for a scheduled procedure. During the implant procedure it was noted that the right ventricular lead had dislodged. The physician repositioned the lead; however, it was observed that the lead had high capture threshold and high impedance. Several attempts were made to reposition the lead, but same results were observed. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.